Event description:
It was reported that the vns programming system could not interrogate the patient's vns generator successfully after it has interrogated it the first time during the office visit on (B)(6) 2013. After the visit trouble shooting was performed by the user of the vns programming system, and it was found that the wand battery was most likely dead. The vns patient returned to the office on (B)(6) 2013 and after the user changed the battery the programming system worked with no issues, but the patient was found programmed at output current= 0 ma/ frequency= 20 hz/ pulse width= 500 'sec/on time= 30 sec/off time= 60 min / magnet output current= 0 ma/ on time= 60sec/ pulse width= 500'sec, which is an indication of faulted system diagnostics. The patient's settings were then corrected. The faulted diagnostics was most likely due to the failed communication on (B)(6) 2013.

Manufacturer narrative:
Analysis of programming history.